Event description:
It was reported that during a percutaneous coronary interventional procedure a guide wire fracture occurred. Accessed was obtained via the right radial artery. The 70% stenosed de novo eccentric lesion was located in the mildly tortuous and non-calcified right coronary artery (rca). The lesion was 12mm in length and the vessel diameter was 2.5mm. The physician advanced the 185cm kinetix guide wire beyond the lesion and into the posterior descending branch of the rca. Following several attempts to go around the curve of the vessel, the physician attempted to pull back the guide wire and the tip fractured. Approximately 2cm of the guide wire tip remained in the patient. The physician attempted four times to retrieve the detached guide wire tip with other guide wires however that was unsuccessful. The physician then retrieved the guide wire tip with a snare. The procedure continued with lesion pre-dilatation with a 2.5x15mm apex balloon and deployment of a 2.5x15mm promus stent. No patient complications were reported, and patient status was listed as ok. However, during the investigation it was found that the kinetix guidewire fractured in two pieces with no original packaging or other devices.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Received product consisted of a kinetix guidewire fractured in two pieces. Analytical testing concluded the corewire fractured by ductile torsion/bending overload. The distal tip, including the coil wire/core wire/ribbon (ccr joint) measured 1.25 in. Long. The corewire was fractured. The fractured end of the wire was bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure a guide wire fracture occurred. Accessed was obtained via the right radial artery. The 70% stenosed de novo eccentric lesion was located in the mildly tortuous and non-calcified right coronary artery (rca).the lesion was 12mm in length and the vessel diameter was 2.5mm. The physician advanced the 185cm kinetix guide wire beyond the lesion and into the posterior descending branch of the rca. Following several attempts to go around the curve of the vessel, the physician attempted to pull back the guide wire and the tip fractured. Approximately 2cm of the guide wire tip remained in the patient. The physician attempted four times to retrieve the detached guide wire tip with other guide wires however that was unsuccessful. The physician then retrieved the guide wire tip with a snare. The procedure continued with lesion pre-dilatation with a 2.5x15mm apex balloon and deployment of a 2.5x15mm promus stent. No patient complications were reported, and patient status was listed as ok.